Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen (o2) sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the ventilator generated an alarm for higher than set oxygen readings. The ventilator was not on a patient at the time of the event.